Manufacturer narrative:
This supplemental report is being submitted to provide the correction, device evaluation, additional information based on the approved final investigation. Updated fields: d9, h3, h6, h7, and h9 corrected fields: h4 the device was returned to olympus for inspection and the reported failure was confirmed. The probe was broken off 16 mm from the distal end. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: force applied to the probe caused it to break. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that during a therapeutic colectomy procedure, the tip of the thunderbeat jaw broke off and was retrieved from the patient¿s abdominal cavity. The procedure was completed using a backup device. There were no further reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.